Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "PICC line worked to flush in certain situations and to get back flow. A decision is made to change treatment and must then, according to routine, close the entrance. When PICC line is discontinued, I try to flush the catheter tube with sodium chloride, then note that the entrance is broken 3cm in."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are similar with damage accumulated through material fatigue but could not be confirmed. Material fatigue may occur due to cyclic deformation of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed near the molded joint on the tubing. The catheter split contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included a granular uneven surface at the fracture point and generally straight, circumferentially aligned damage. There were no other distinguishing features on the returned sample which could aid in identification of a root cause of the split. This complaint will be recorded for future trending and monitoring purposes.